Event description:
A 75 y.o. Female with nonischemic cardiomyopathy who is status post heartmate 2 lvad placement in (B)(6) 2014 (B)(6) as destination therapy. Her post op course was complicated by persistent ldh elevation concerning for hemolytic anemia in the setting of partial lv recovery with ejection fraction of 45%. Due to positive tobacco screening and poor financial and social support she was not considered a transplant candidate so underwent heartmate 3 lvad implantation on (B)(6) 2018 without significant complications. CT: (B)(6) 2025 - >50% diameter stenosis in the bend-relief segment of the lvad outflow graft., compared to previous study, narrowing has increased. She underwent eogo release and incisional hernia repair on (B)(6) 2025 without significant complication. She has now been discharged home.